Manufacturer narrative:
The patient¿s age and weight were not provided. Approximate age of device ¿ 7 years and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 7 years of support, a pump stoppage occurred during power module support. Technical services reviewed the submitted log files, and pump stoppages were confirmed. The patient was stable on battery support. The patient was provided with a non-grounded patient cable for use with the power module. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported low speed/flow alarms and pump stop events were confirmed via the submitted system controller log file. The submitted log file captured consecutive low speed/low flow/pump stop alarms while the device was supported by the power module. Following these events, the device resumed normal operation. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s percutaneous lead; however, a specific cause for the low speed, low flow, and pump stop events cannot be conclusively determined. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the percutaneous lead. All heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.